Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection and abscess beneath the skin at the pod insertion site while wearing the device for an unknown duration. Despite using cavilon barrier cream and chlorhexidine skin wash, the patient continued to experience skin reactions, prompting a visit to a pharmacist for treatment. The patient reported purulent discharge, swelling, pain, and the formation of an abscess at the infusion site, which led to removal of the pod. On may 16, 2026, the patient attended an approximately 20-minute consultation at (B)(6) pharmacy, where a pharmacist prescribed flucloxacillin 500 mg to be taken four times daily for one week. The patient subsequently resumed pod use following treatment. The pod involved in the event was reportedly no longer available for return.